Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that this device didn't display endoscopic image on the monitor when olympus 160, and 180 series endoscopes were plugged in. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Seven years or more have passed since the subject device was manufactured. Based on the results of the investigation, failure in operation was likely due to the wearing away of the components on the printed circuit board which would have led to failure to display the endoscopic images while the 180 series endoscope was connected.